Event description:
An acs stent was positioned in the right coronary artery and deployed. The balloon was re-inflated post deployment. The balloon could not be completely deflated. Numerous attempts at deflation, made with 60cc syringes, were unsuccessful. During this time, the pt was experiencing st elevations. Finally the balloon was pulled back into the main segment of the right coronary artery and carefully pulled out of the pt. Examination revealed the membrane bunched around the base of the balloon.